Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the tip of the sheath on the aspiration needle is being shorn/split when passing the needle through was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the sheath on the aspiration needle is being shorn/split when passing the needle through. The reported issue occurred during a therapeutic linear endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.